Manufacturer narrative:
One (1) used sample item # ir-et51010 with a red mark indicating a puncture on the tube was returned for evaluation. As received the sample presented evidence to have punctured through the sidewalls of the device. The set was primed and a leak was confirmed coming from the puncture. Complaint of leak can be confirmed. The probable cause was due to an accidental puncture of the sidewall during use. D9: date returned to mfg: 9/18/2023.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported, on an unknown date, a 10 cm (4") ext set w/surplug® micro clear, rotating luer generated a leak during patient use. In addition, based on the sample evaluation, no anomalies were observed in the product itself. There was no patient harm reported.